Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, a break was allegedly identified on the catheter shaft of the pta balloon device. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The catheter was examined under microscopic magnification (10x) and a catheter shaft burst was observed, located 12.4cm from the distal tip. As a result of the burst, the polyimide was exposed underneath. No fiber disturbance was observed to the balloon. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. No further functional testing could be performed due to the catheter shaft burst. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a catheter shaft burst. The investigation is unconfirmed for a catheter break, as the user likely perceived the catheter shaft burst as a break. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. It should be noted that per the reported event details, it was stated that the device was inflated with a syringe. The IFU (instructions for use) states that the use of a pressure monitoring device is recommended to prevent over pressurization. It is unknown whether the balloon/catheter was overpressurized or the use of a syringe contributed to the event. Labeling review: the current IFU states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Equipment required: luer lock syringe/inflation device with manometer (10ml or larger). Correction: conquest pta balloon dilatation catheter: pta balloon dilatation catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, a break was allegedly identified on the catheter shaft of the pta balloon device. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.